Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. Data obtained from the device generated an 0x5f alarm, indicating open ground at the hook switch. Inspection of the drive assembly found no damages or defects that would contribute to the alarm. The cause of the alarm could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels reached 28 mmol/l (504 mg/dl) while wearing the pod on the back between 5 and 24 hours. The cannula was found bent after pod removal.